Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing the patient at maximum outputs in bipolar mode. A high out of range pacing impedance measurement of greater than 3000 ohms was also observed causing a lead safety switch to unipolar mode. The rv lead could properly capture in unipolar. The hospital suspected the rv lead may have not been fully inserted into the header of the pacemaker. An x-ray taken was not definitive in confirming any connection issue. Surgical intervention was later performed and the rv lead was disconnected from the pacemaker and given extra slack. Testing of the lead through a pacing system analyzer gave adequate measurements and the rv lead was reconnected to the pacemaker without any issue. The system continues to remain in service and there were no additional adverse patient effects.